Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Dexcom has issued an rga for patient to return their device to be investigated. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.